Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a blood glucose drop to 54 mg/dl after announcing a meal and then engaging in a walk while using the ilet bionic pancreas; the user was educated to pause insulin delivery during exercise to mitigate exercise-associated glycemic decline. Symptoms included hypoglycemia. Outcomes included temporary disruption of daily activities and the need for oral glucose for correction. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device alerts or alarms and suggested exercise-associated hypoglycemia without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.